Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an intertan nail removal surgery performed due to infection (case-(B)(4)), the bottom part of the lag screw broke off (case (B)(4)). Surgery was resumed after a greater than 30 mins delay with a competitor device. No patient injury or other complications were reported. The current health status of the patient is unknown.

Event description:
It was reported that, during an intertan nail removal surgery performed due to infection ((B)(4)), the bottom part of the lag screw broke off ((B)(4)). Surgery was resumed, after a greater than 30 mins delay, with a competitor device. All the broken pieces were removed from the patient using the hand and pliers. No patient injury or other complications were reported. The patient is in good health status.

Manufacturer narrative:
Product code has been corrected (jds).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The picture provided was reviewed and could not confirm the reported infection. The clinical/medical investigation concluded that, smith and nephew has not received adequate relevant supporting documentation to perform a thorough medical investigation of the reported infection or the reported breakage. Therefore, the clinical root cause of the reported infection, nor the reported breakage, cannot be determined. Based on the information provided, the surgeon was able to remove all the broken pieces from the patient using by hand and pliers. Per report, the surgeon completed the procedure with a competitor¿s device with a greater than 30-minute delay. It was communicated there were no patient injuries or other complications. Since the patient was reported to be in good health, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.